Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and was attempted to be deployed. However, during the deployment sequence, the clip opened to roughly 40 degrees while establishing final arm angle (efaa). The clip was again attempted to be deployed and successfully passed efaa, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issue of clip open while establishing final arm angle could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.